Event description:
Device implanted for intracranial pressure monitoring. Health professional reported an important spontaneous variation in icp values displayed on the monitoring screen without any stimulation. The values increased from normal icp value (>20mmhg) to over 100mmhg. The report also states that the patient's clinical state does not correspond to icp values. A scan did not find arguments for ic hypertension. The incident resulted in prolonged stay in hospital (reanimation). The device was explanted and replaced. This incident is duplicated for 5 other devices